Event description:
It was reported that the patient presented for a follow-up in clinic. It was discovered that the left ventricular (lv) lead was dislodged via a chest x-ray (cxr) which lead to loss of capture. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was stable throughout the procedure.